Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient that infusion sets fell off during use on (B)(6) 2024. Infusion set was in use for 1 hour. Patient blood glucose level was i180mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information provided.